Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4).

Event description:
The ventilator's logs for a complaint that was reported for high o2 concentration alarms while it was connected to a patient also contained high pressure alarms. There was no patient harm. (B)(4).

Manufacturer narrative:
The reported device was investigated at the hospital by our field service engineer. The device monitoring board was replaced to resolve an issue with the device logs. According to the problem description the alarms did not show in the logs. The device gas module nozzle units and the monitoring o2 cell were replaced. No more issues could be established afterwards, the unit was returned for clinical use. The review of the device logs can confirm the issue with the generated high o2 concentration alarms. The cause to the generated alarms cannot be determined by this investigation since no goods were returned for evaluation. (B)(4). Exemption #: e2018003. (B)(4).

Event description:
(B)(4).